Event description:
It was reported that the patient was experiencing inefficient pain therapy. The patient underwent an implantable pulse generator (ipg) revision procedure and was doing well postoperatively. The explanted device was not returned by the medical facility.